Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's healthcare professional reported via phone call that the customer had hyperglycemia. Blood glucose level was 400 mg/dl. Customer stated that the insulin pump did not deliver insulin. Customer was using auto mode feature at the time of reported high blood glucose event. Customer declined to troubleshooting. Insulin pump will not be returned for analysis.

Manufacturer narrative:
No unexpected delivery/occlusion alarms or insulin flow blocked alarms noted during testing. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest. Device received with pillowing keypad overlay and scratched case. (B)(4).